Event description:
Boston scientific received information that this patient implanted with this device presented with a post surgical infection. The device pocket was swollen and antibiotics were administered. The patient is scheduled for a follow up. No adverse patient effects were associated with the antibiotics given.

Event description:
--

Manufacturer narrative:
Additional information received noted that this patient had a hematoma. No further action was taken and the system remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.